Event description:
It was reported the patient's right hip was revised after patient complaint of groin pain and limited rom. A shell, liner, and femoral head were revised. Rep confirmed that nothing was noted to be broken or loose intra-operatively, and that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
The following devices were also listed in this report: trident 0 deg x3 insert 36e; cat# 723-00-36e; lot# 8t3rte. Delta v-40 ceramic head 36/-5; cat# 6570-0-036; lot# 95884904. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding rom involving a trident shell was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: "no documentation was provided regarding revision hip surgery was provide. Revision surgery and the root cause for the revision cannot be confirmed or determined from this limited documentation. Should further information become available I would be happy to further this assessment. " product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to rom and groin pain. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.